Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.